Manufacturer narrative:
User facility personnel stated that the amsco 7052hp washer/disinfector alarmed for a "load door obstruction" when the subject employee was loading a rack into the unit's chamber. The employee proceeded to silence the alarm, as no obstruction was observed. The employee commanded the chamber door to close however, the door would not lower, and the load door obstruction alarm continued to be displayed. The employee silenced the load door obstruction alarm multiple times and proceeded to load the rack when the reported event occurred. The amsco 7052hp washer/disinfector operator manual states, (section 7.76) "alarm# 26 load door obstructed: press silence buzzer on touch screen to stop alarm buzzer. Press ack on touch screen to acknowledge alarm. Clear door path from obstruction and try to close door again. If situation reoccurs, contact steris." A steris service technician arrived onsite following the reported event and found no issues with the function or operation of the amsco 7052hp washer/disinfector. In addition, the technician confirmed no issues with the function or operation of the load door or door obstruction bar. Based on the information provided and the technician's inspection, it is likely that there was an obstruction at the time the unit was alarming that was not observed by the user facility employee. The technician counseled user facility personnel on the proper use and operation for the amsco 7052hp washer/disinfector and the importance of following proper procedure for acknowledging alarms. The technician returned the unit to service; no additional issues have been reported.

Event description:
The user facility reported that while an employee was attempting to load a rack into their amsco 7052hp washer/disinfector while the unit was alarming, the door lowered subsequently contacting an employee's hand and causing a bruise. Medical treatment was sought and administered (patch).